Manufacturer narrative:
The reported device, 51-7410, was disposed of at the user facility and is not returning to conmed. No photographs of the device or reported burn have been made available; therefore, the reported failure cannot be verified and a root cause cannot be conclusively determined. This is the only complaint for this lot number and failure mode within the past two years. A two year review of complaint history revealed there have been a total of 4 similar complaints, regarding 5 devices, for this device family and failure mode. During the same time frame1, 535,481 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) percent. Per the instructions for use, the user is advised the following: select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on a bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Always use largest size pad per the patient weight guidelines which can be properly applied to the site. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at the application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. The pad should be applied firmly to the skin, ensuring full adhesion of the pad gel and adhesive, and full pad contact with the patient's skin. The pad should be applied to the patient with the long side of the pad perpendicular to the direction of current flow from the operative site. Due to the severity of the reported injury, an investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the user facility that at the end of a pace maker removal (ablation tsc), an approximately 5cm c-shaped burn was found under the 51-7410 pad site, on the left flank. There were no complications or delays during the procedure. Although multiple attempts have been made, no additional information regarding patient status or procedure has been provided. This report is being raised on the basis of a reported patient burn.

Manufacturer narrative:
The reported device, 51-7410, was disposed of at the user facility and is not returning to conmed. No photographs of the device or reported burn have been made available; therefore, the reported failure cannot be verified and a root cause cannot be conclusively determined. This is the only complaint for this lot number and failure mode within the past two years. A two year review of complaint history revealed there have been a total of 4 similar complaints, regarding 5 devices, for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4) percent. Per the instructions for use, the user is advised the following: select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on a bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Always use largest size pad per the patient weight guidelines which can be properly applied to the site. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at the application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. The pad should be applied firmly to the skin, ensuring full adhesion of the pad gel and adhesive, and full pad contact with the patient's skin. The pad should be applied to the patient with the long side of the pad perpendicular to the direction of current flow from the operative site. This issue will continue to be monitored through the complaint system to assure patient safety. Previously stated - due to the severity of the reported injury, an investigation has been initiated date received by manufacturer previously blank, updated to 01/19/2017.